Event description:
It was reported that the generator was set aside from gyn procedure because it was not cutting correctly. The doctor used a 2nd generator to proceed with the case with no pt consequence. The generator will be returned. It was reported that there was no pt injury from the tissue problems but exact details are unk.